Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's mother called the hospital and the patient was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the pod for longer than 48 hours on the leg. Symptoms reported were high blood glucose values, ketones, vomiting and feeling faint. The nurse suggested the patient to replace the pod as treatment. When the pod was removed, the cannula was found bent.